Event description:
Reportedly this infusor was being used for 5fu (with saline diluent) therapy. A nurse reported that she observed the infusion to have been started at "13h15" and that the infusion "end at 9h00." There was no patient sequelae reported as a result of this reported infusion time (overinfusion).